Event description:
Patient presented to the physician with swelling at the neck incision site. Physician admitted the patient, where a hematoma was diagnosed. Patient was treated with antibiotics during hospitalization and discharged after four days. This resolved the issue.